Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced glare, halos, night time dysphotopsia. The lens was exchanged for another lens model 8 months following the initial procedure. Clinical reason for explant was mentioned as mechanical complications. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal 16.5 diopter (add power +2.2/+3.2) lens was replaced with an unspecified, company edof lens model. The product has not been received to evaluate. Follow up attempts were made. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).